Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacturing reference number: 2017865-2023-38279. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient's blood pressure dropped. A pericardial effusion was confirmed via echocardiogram. A pericardiocentesis was performed. The lp was successfully implanted and electrical measurements were normal. The patient was in stable condition.